Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow-up, complete loss of capture was observed on a certain lead configuration. Via fluoroscopy it was observed that the lead was partially dislodged. Reprogramming was performed and patient was in good condition during and after the event.